Event description:
A nurse reported that following an intraocular lens (iol) implant surgery a consumer reported her vision was blurry and she was bothered by glare at night while driving, especially her right eye. The multifocal lens was exchanged with the same model different power lens. Add'l info rec'd from the nurse who reported, the event resolved following the exchange procedure. In the opinion of the surgeon, the lens did not cause or contribute to the event. He reported the lens was an improper power.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).